Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of a returned device for analysis a conclusive cause for the reported difficulty could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a prostar xl device via a 16f sheath after a percutaneous coronary intervention. Reportedly, the device was deployed and puncture was reported to be difficult. While carefully removing the sheath in the end to check if hemostasis had been achieved (while pulling on the first pair of sutures), no hemostasis or reduction in bleeding was seen. Pushing down the knot also did not lead to hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.